Manufacturer narrative:
Bd did not receive any samples or photos for investigation. However, 100 retained samples were inspected, and no issues were identified. Additionally, (b)(6retained samples underwent visual inspection with no visible defects observed. Functional tests were also performed on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.